Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, using the femoral recon nail system, during the insertion process of the femoral recon nail, the impactor broke off from the insertion handle. The tip of the impactor remained in the insertion handle, unable to remove. The nail only had to be inserted about 10 mm more, and the surgeon was able to use a tamp to finish insertion. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# 44p4515 , quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Event description:
Updated event concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# 44p4515, quantity# 1) , unk-nails: femoral (part# unknown; lot# unknown; quantity: 1 ).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: l812378) was received at us cq. Upon visual inspection, it was noticed that the threaded distal tip was broken off at the most proximal end. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions groove od = 6 mm +/- 0.1 mm, shaft od = 7.8 mm +/- 0.1 mm. Measured dimensions: groove od = 5.99 mm, conforming. Shaft od = 7.79 mm, conforming. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: l812378) as the threaded distal tip was broken off at the most proximal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Also, based on the investigation findings pie-1565883 has been launched to address the identified issue on driving cap devices. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 03.010.523, synthes lot number: l812378, manufacturing site: hägendorf, release to warehouse date: 19. Dec. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.